Manufacturer narrative:
(B)(4). Additional information was requested, and the following was obtained: 1. Were there any issues experienced with the device in the initial surgical procedure? Ans: no. 2. Was the device difficult to fire? Ans: no. 3. How were the post-operative issues identified? Ans: notice discharge at the laparotomy site on post-operative day 3 and in the abdominal drain of patient post-operative day 6. 4. Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe. Ans: no. 5. Was a leak test performed? If so, what type and what was the result? Ans: no. 6. Was the staple line visualized endoscopically during the initial surgical procedure? Ans: no. 7. How many days postoperative did the leak occur? Ans: day 6. 8. How was the leak identified? Ans: leak was confirmed by CT scan. 9. What was observed at the site of the leak upon reoperation? Ans: there was two holes at the t-junction of the anastomosis, at the area where the common opening was created. 10. How was the leak addressed? Ans: re-operation to remove affected portion of bowel and handsewn end-to-end jejunojejunostomy. 11. What device was used to create the common channel? Ans: diathermy pencil. 12. What was used to close the common opening? Ans: ntlc75. 13. The reported event states, ¿upon re-operation, the leak was noted to be at the second staple line,¿ what is meant by ¿the second staple line¿? Ans: the staple line used to close the common opening.

Event description:
It was reported that the patient underwent a lap ovarian cystectomy procedure. During that procedure there was inadvertent injury caused to the small bowel. Eventually, the patient needed an emergency laparotomy operation on (B)(6) 2024 to fix the damaged to the small bowel. Ntlc75 was used to create the jejunojejunostomy and to staple across the enterotomies to remove the damaged portion of the small bowel. Blue staple height was used for both firings. On 6th march, there was some small bowel discharge noticed on the wound site. On 9th march, there was more discharge noticed on the wound site and out from the drain site as well. A CT scan confirmed an anastomotic leak. Upon re-operation, the leak was noted to be at the second staple line, i.e. The staple line across the enterotomies.

Manufacturer narrative:
(B)(4). Date sent 3/25/2024. D4 batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: were there any issues experienced with the device in the initial surgical procedure? Was the device difficult to fire? How were the post-operative issues identified? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe. Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? What device was used to create the common channel? What was used to close the common opening? The reported event states, ¿upon re-operation, the leak was noted to be at the second staple line,¿ what is meant by ¿the second staple line¿? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.